Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported their implantable neurostimulator (ins) was not working correctly. The patient said she has had 2 ultrasounds which caused shocking between her knee and crotch. The patient was worried there was damage because of the ultrasounds. The patient said one time they were checking for a blood clot in her leg the other time she had backlashed her knee and they were checking for knee problems. One of the ultrasounds was done in (B)(6) 2016 and the date of the other was unknown. The patient went to the emergency room because backlashed her knee and they wanted to do an MRI and got mad at her when she told them she could not have one. The patient said she had an anxiety attack from the pain from her backlashed knee and because of the MRI thing. The patient said the hcp had every xray since she got her stimulator implanted and told her the tab tucks under the shoehorn and was on the spine and patient does not want to become paralyzed. The hcp came in and said nothing was wrong. She cannot have surgery because of scar tissue. The patient reported that she used to feel stimulation in her lower back and down to her toes but now she feels stimulation a little above her knee and in her stomach, which are giving her pains in her head. The patient worked with a representative who turned it off and turned it on. The patient said she used to be on programs a b c last time the representative did it she had it on something and all of a sudden threw her body back and her muscle in under her rib and it tried to wrap over her rib. The patient said when the representative turned it on, the patient flew out of her seat, ripped it out and threw it at her. This happened maybe 2 months ago. They went through all the settings and spent a couple of hours trying to fix it. Settings were reviewed with the patient. Stimulation was on. The patient was on group e with stimulation on at 6.30 and the patient said she hardly felt it. The patient tried a at 4.1 and she felt stimulation helping her in the leg. Increasing it cause her to feel it in her stomach. She turned it down to 3.75 and it was helping somewhat and she wanted to leave it there. The patient said she would prefer it go all the way down to her leg into her ankle. The patient was going to look for a hcp who works with the ins device. Physician listings were sent. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's stimulator was not working because an ultrasound "blew it out." The patient had the ultrasound done because they "back lashed" their knee and could not take the pain anymore. The patient had the ultrasound done and was told by the doctor afterwards that they should had their stimulator turned off for the ultrasound and that it shouldn't have been done. The patient reported that the ultrasound was done between the knee and the top of their thigh and they "jumped" and got "shocked." The patient reported that their doctor refused to do surgery and that they found a blood clot. The patient later stated that they did not have a bloodclot. The patient mentioned that this was the third time they did an ultrasound on them and "blew out" their device. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient had a hematoma on top of her knee, and one on the bottom of her knee and on the top of ankle and the patient could walk. No further information was reported.

Event description:
Additional information was received from the patient. It was reported they had lost the hcp listings and had not gotten anything done because she was down for about a month with pneumonia and had been on strong antibiotics. The patient was upset about the letters she received regarding the possible replacement or removal (due to psych exam results) of her system. The patient said group a helps her pain but not enough because she cannot turn it up or she feels it in her stomach. The patient still wants her pain condition and issues with her current scs system addressed. The patient was encouraged to try and meet with the hcp rather than calling and talking with the nurse on the phone. The patient was encouraged to work with a patient advocate or ombudsman at the different locations to resolve access to hcps who can help her with her system, to write a list of her issues and calmly explain them one at a time. Patient services offered patient advocate foundation and resent hcp listings. The patient reported they had put her on busboro (buspar?) When she had the anxiety attack from the pain. The patientfurther reported that she was standing and cannot even feel her toes, she has to go backwards to feel stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated the device was not working and stated they did ultrasound and feet therapy and all of that. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported last week the patient put their stimulator on a, but it was going up in her right rib really high and it hurt. No further complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient said she really needs a doctor and she had not received the hcp listings and it was offered to send them via usps. The patient added that she had met her representative "(B)(6)" in the surgeon's office and she had it pounding so bad that the patient could not take it. The surgeon told her to shut it off because it was banging so hard, causing pains in her head. The patient said she could not take whatever it was hitting.